Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the sales rep that at the beginning of a procedure and about roughly 10 minutes into the spin, the nozzle on top of the variable volume separation chamber snapped off causing blood to spin out of the bag and fill the inside of the centrifuge. Most of the blood was contained within the machine, however some blood spilled onto the counter. The angel system was pulled out of the case, and the case was completed successfully with the facility's acp cprp system. There was no harm or adverse effect to patient during procedure. Sn: (B)(4)/abs-10060 was the machine used during the procedure. Follow-up investigation: the rep was not present during the case. When the machine started whistling, the pa lightly held the tube exiting the inside of the cartridge chamber to stop the whistling noise. She did not pull on the tubing at all. 10 min into the spin the piece snapped and broke sending all the blood out of the cartridge/bag, filling the inside of the centrifuge. The prp kit was discarded by the facility.